Manufacturer narrative:
The device was returned for evaluation. A review of the device logs found loss of optical data. Device analysis: the console was run on pump and purge for a brief and long-term test to reproduce the issue exhibited in the field. The issue was not able to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited controller error / switch to back up. The device was replaced with another aic and the procedure was successful. Additional information noted the patient became asystolic and expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.